Manufacturer narrative:
Reference: (B)(4). Complaint sample was not returned for evaluation. Reported event was confirmed through images provided by the customer. DHR review was unable to be performed as the lot number of the involved device is unknown. Risk management file review was deemed appropriate. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined with the provided information but the surgeon noted the patient had an unspecified seizure issue which may have contributed to the stress on the fixation . Multiple MDR reports were filed for this event, please see associated reports: 3006460612-2020-00021.

Event description:
It was reported the patient underwent revision surgery approximately one month after implantation as there was a loss of plate fixation due to bone fracture located at the screw hole of the plate. Two unknown screws were noted to be loose in the plate during the revision surgery. The surgeon stated the patient had unspecified seizure issues which may have contributed to the stress on the fixation.